Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under possible adverse effects: early or late postoperative, infection, and allergic reaction. Literature: wiater, b. P., baker, e. A., salisbury, m. R., koueiter, d. M., baker, k. C., nolan, b. M., & wiater, m. J. (2015). Elucidating trends in revision reverse total shoulder arthroplasty procedures: a retrieval study evaluating clinical, radiographic, and functional outcomes data. Journal of shoulder and elbow surgery, 24(12), 1915-1925. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer biomet complaint number: (B)(4). This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article entitled, "elucidating trends in revision reverse total shoulder arthroplasty procedures: a retrieval study evaluating clinical, radiographic, and functional outcomes data". The article addresses that two (2) patients required a revision due to abscess. There has been no further information provided and the patients outcome is unknown.